Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material came out of the instrument forceps channel was confirmed. However, the root cause could not be specified since it is unknown if the steps in reprocessing for the portion with remaining foreign material have been correctly implemented in line with the instruction manual. There was no physical damage of the section of the device where the foreign material remained. In addition, it is likely that stress of repeated use, external factors, or handling caused the distal end cover to burn. However, a definitive root cause could not be determined. The instruction manual reprocessing manual describes the methods for inspection on the suggested event in ¿chapter 3 "cleaning, disinfection and sterilization procedures" 3.5 "manual cleaning¿. The instruction manual operation manual describes the methods for inspection on the suggested event in chapter 3 "preparation and inspection" 3.2 "inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, bronchovideoscope exhibited foreign object in forceps channel and burned distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a dent on channel tube, forceps cannot be inserted smoothly and grip is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.